Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for alinity I free t4 reagent lot: 51164ud00. Review of all the information provided by the customer was reviewed. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not performed as returns were not available. There was an increase in complaint activity, however, no related trends were identified. The customer release testing and statistical process control (spc) charts were reviewed. No issues were identified during review of customer release testing and the spc charts identified no issues regarding the performance of alinity I free t4 reagent lot 51164ud00. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. In house testing of retained likely cause lot met acceptance criteria and the product is performing as expected.a review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity I free t4 reagent lot number 51164ud00.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on one patient. The result provided were: on 25feb2024 initial = > 5 ng/dl/repeated on plasma=0.89 ng/dl; previous history on 28dec2023 at other hospital=2.54 ng/dl; on 15dec2023 sid 260883780312 aliquot sample = > 5.0 ng/dl and 2.0 ng/dl /repeated from original specimen= > 5.0 ng/dl there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on one patient. The result provided were: on (B)(6) 2024 initial = > 5 ng/dl/repeated on plasma=0.89 ng/dl; previous history on (B)(6) 2023 at other hospital=2.54 ng/dl; on (B)(6) 2023 sid (B)(6) aliquot sample = > 5.0 ng/dl and 2.0 ng/dl /repeated from original specimen= > 5.0 ng/dl there was no reported impact to patient management.